Event description:
It was reported that this patient reported to the hospital emergency room after receiving a shock. Integration of the implantable cardioverter defibrillator (ICD) device exhibited a code 1005 on the programmer screen appeared, indicative of a break in the energy or conductor system and revealed right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 145 ohms). Increasing over the last 2 years. The patient was admitted to the hospital. A technical service (ts) consultant was asked to review the device data. Ts advised the code 1003 was originally seen due to a recent increase in power. Ts advised this was a false positive. Lead integrity testing and device pocket maneuvers revealed noise. Subsequently this ICD device was explanted, and the rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new s-ICD device was implanted. Besides surgical intervention no adverse patient effects were reported. The device has been returned, and analysis completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Review of device memory confirmed the ICD recorded a code 1005 on (B)(6) 2023; however an x-ray of the device showed the internal fuse remained intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Although evidence indicates a potential problem with the associated defibrillation lead, it appears the ICD was not impacted and operated as expected throughout analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient reported to the hospital emergency room after receiving a shock. Intergration of the implantable cardioverter defibrillator (ICD) device exhibited a code 1005 on the programmer screen appeared, indicative of a break in the energy or conductor system and revealed right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 145 ohms). Increasing over the last 2 years. The patient was admitted to the hospital. Lead integrity testing and device pocket maneuvers revealed noise. Subsequently this ICD device was explanted, and the rv lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). The device is expected to be returned for analysis. A new s-ICD device was implanted. Besides surgical intervention no adverse patient effects were reported.